Manufacturer narrative:
(B)(4). Batch number: p56n1p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Bullae of right upper lobe. Please describe tissue condition. What does it mean "tissue condition"? Was the device difficult to close? No . Was the device difficult to fire? Yes. Did the surgeon require two hands to fire device? No. Does the surgeon believe that the tissue was excessively thick or dense? No . What is the current patient status? Stable and left from the hospital.

Event description:
It was reported that the staples malformed after firing. During the thoracoscopic resection of bullae of superior lobe of right lung, after 1st fired with sc60 and ecr60b, the staples malformed with irregular shape. Changed another ecr60b, the event re-happened. Changed ec60 with ecr60d, the event re-happened. Changed ec60a with ecr60d, the event re-happened. The patient lost about 200 ml blood without transfusion. The surgery was changed to open surgery, and delayed about 30 minutes. Used tlc75 to complete the surgery. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Batch number: p56n1p. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with four cartridges reloads present. The cartridge reload was received fully fired. However the cartridge reload (e) was received with the pan partially detached. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.